Event description:
Pt was undergoing a procedure for the placement of an intracranial pressure monitor wire. While drilling small holes into the pt's skull, the drill bit broke off into the skull/brain tissue. This required the pt to have an add'l surgical procedure for removal of the drill bit. This procedure was performed without complications.